Manufacturer narrative:
Other, other text: h6. Health impact, and evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One (1) photo was provided by the customer which was used to conduct the device analysis since the physical unit was not returned. The photo showed the distal end of an unknown cuffless tracheostomy tube, a magnified view of the tip is shown where a small piece of flash is observed on the parting line of the tube; no other damage or dysfunctional condition are observed. From the photo it cannot be confirmed that the amount of flash is out of specification from the criteria provided in the manufacturing documents. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history record (DHR) review could not be performed as the lot number was unknown. No corrective actions were taken because the mitigations on place were being executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken., corrected data: h6. Health effects - clinical signs and symptoms or conditions; corrected.

Manufacturer narrative:
Other, other text: e1: updated.

Manufacturer narrative:
Date of event, lot, catalog number, expiration date, UDI section, reporter name, protocol number, 510k, and manufacture date are unknown. No information has been reported to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the flextend cannula has small burrs on the tip of the cannula. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.